Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2011 a nurse reported to baxter that a patient opened the minicaps and there were cracks in the middle of the cap. Baxter product surveillance contacted peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated that the patient brought in two minicaps to show the pd rn regarding the issue. The patient was trying to use them and when she opened the packaging she found that they were cracked. The patient did not use these minicaps; instead they opened a couple more to find a usable cap. They provided the minicaps to the nurse, the samples are available. The hp stated therapy is going okay. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available. This is report 1 of 2 addressing the minicap issue.

Manufacturer narrative:
(B)(4).evaluation summary:this complaint was confirmed by evaluation as a cracked minicap. The cause was determined to be manufacturing issue - molding. A batch review was performed and revealed no issues related to the manufacturing of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.